Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that five years following the implant of this transcatheter bioprosthetic valve, the valve was failing. Per the physician, the frame was slightly under-expanded and the leaflets were thickened. This was most likely due to early stage hypoattenuated leaflet thickening (halt). Treatment options were being considered. The physician recommended the patient receive a new transcatheter aortic valve (sapien s3) implanted valve-in-valve as treatment. No additional adverse patient effects were reported.